Event description:
It was reported that the infusion line burst. A 2.4/3.4mm jetstream xc was selected for use in an atherectomy procedure. During the procedure, the catheter would not advance easily within a 7f non-boston scientific sheath that was placed pedally. Every time the patient moved or flexed their foot, the sheath would kink. This impeded the flow in the infusion line, and the infusion line burst. The device was difficult to remove, but it was removed in its entirety. The procedure was completed with another jetstream catheter. No patient complications were reported.